Manufacturer narrative:
Manufacturer's investigation conclusion: cosmetic damage to the outer jacket of the patient¿s driveline was confirmed through the evaluation of the returned driveline. A cosmetic distal-end driveline replacement was performed on (B)(6) 2024, and approximately (~)16.5¿ of the external portion of the driveline was returned for evaluation. Damage was observed at the tapered potion of the controller connector (cc) bend relief, approximately ~0.5¿ from the cc. Additional tears in the outer jacket were also observed ~2.5¿ through 9¿ from the cc. No alarms were reported in association with this event. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. The patient was ultimately discharged home and remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for vad-61908 and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a cosmetic percutaneous lead replacement (plr) on 19nov2024. The removed portion of the driveline was returned with the abbott representative. The maximum external length of the driveline was removed so another driveline repair would not be possible. The patient was then discharged home.